Event description:
It was reported that during a laparoscopic splenectomy procedure, there was a significant gas leak from universal seal of port. No adverse patient consequences were reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak failure the analysis results found that device (a) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was received in good visual condition and inside of the stereli package. The package was already opened when received. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The analysis results found that device (d) was received in good visual condition and inside of the sterile package. The package was already opened when received in an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The analysis results found that device (e) was returned in good condition and its original package. The package was already opened when received. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (f) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The analysis results found that device (g) was returned in good condition and in its original package. The package was already opened when received. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (h) was received in good visual condition and inside its sterile package. The sterile package was noted to be previously opened. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The analysis results found that device (I) was received in good visual condition and inside its sterile package. The sterile package was already opened when received. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The analysis results found that device (j) was received in good visual condition and inside its sterile package. The sterile package was noted to be previously opened. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The analysis results found that device (k) was returned in good condition and in its original package. The package was already opened when received. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Device b, c, d, e, f, g, h, I, j, k batch # j92470: mfg date 08/29/2012; exp date 07/29/2017: the batch record was reviewed and no anomalies were noted during the manufacturing process.